Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the "numbers on the screen often go black and disappear". There was no adverse impact to the customer¿s blood glucose level. No additional information was provided. The customer declined to troubleshoot with tandem technical support.